Event description:
It was reported that a guidewire fracture occurred. The patient presented to the emergency room with complaints of right-side lower chest pain. A chest x-ray was performed; no pneumonia, congestive heart failure, or collection of fluid was noted. After undergoing a stress test, a catheterization procedure was performed and a kinetix guidewire was utilized. During the procedure, the kinetix guidewire fractured and an 18cm fragment detached within the right coronary artery (rca). After multiple attempts to retrieve the fractured wire failed, the patient was sent for emergency open heart surgery. The kinetix wire was found within the rca and removed without complication. The patient was discharged from the hospital four days later.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).